Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not completed due to an occurrence of leakage from the air/water (a/w)-channel which may have led to the occurrence of foreign material in the nozzle. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. This information has not been provided at this time. During evaluation, the reported issue was not confirmed; the device passed leak testing. Visual examination found the following issues: switch button 1 was cut; the distal end plastic cover was chipped and dented; the objective lens adhesive was peeling; the light guide lens was cracked; the bending section cover adhesive was cracked; and the light guide tube was buckled. Functional testing showed the device insulation met with electrical resistance standards but insulation replacement was recommended due to the result being on the lower end of specifications. In addition, the material clogging the nozzle caused the air/water supply to have discontinuous flow. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope leaked at two places. The customer reported the issue was found during leak testing during customer reprocessing. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.